Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. No malfunction was found. The bedside monitor was on a simulator for a week, did not once encounter the screen turn white. Device was also tested from a cold start and random taps to the outside case. As a precautionary measure lcd was replaced. The touch screenwas also replaced due to some scratches. Tested and complete all steps in the maintenance check sheet per service manual. The device was shipped back to the customer.

Manufacturer narrative:
The customer reported that the transport monitor will randomly go white when it is bumped. The issue can be fixed by tapping the monitor again and it will snap back to functioning. The device was returned to nihon kohden, evaluated, and the reported issue was not able to be confirmed. Simulator was run for a week and the screen did not turn white. Also tested from a cold start and random bumps to the outside case. As a precautionary measure we could replace the lcd. The touch screen also has a scratch about an inch. It is still functional and calibrates. Currently waiting to hear from customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transport monitor will randomly go white when it is bumped. The issue can be fixed by tapping the monitor again and it will snap back to functioning.